Event description:
Spontaneous communication. Patient's spouse reports that pump serial number (B)(4) alarmed at 3:30 am. They attempted to realign the cassette but pump kept alarming. They attached a new cassette to pump serial number (B)(4). At 6:30 am pump serial number (B)(4) began to alarm. They attempted to realign the cassette but the pump kept alarming. They attached a new cassette to pump serial number (B)(4) and resumed the infusion without issue. Spouse added that pump serial number (B)(4) has had this issue with the cassettes before. Advised patient we would send a replacement for pump (B)(4). Spouse did not have lot information at time of call but would look for it. Spouse also advised he could hold on to cassettes in case manufacturer requests their return. Current rate 43 ml/24hrs. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.